Manufacturer narrative:
Manufacturer¿s ref# (B)(4) g3) date of awareness 27mar2025. After investigation completed 23jul2025 the event is considered reportable as similar incidents have previously been reported. Summary of investigational findings: the delivery sheath got bent during advancement from femoral approach and the filter stuck inside. A filter leg was bent, when the filter was pulled back. Another filter successfully placed. The femoral introducer with the celect-pt filter still loaded was returned. One of the secondary filter legs was damaged and pushed upwards against the bushing. The sheath was not returned and based on the information provided the exact reason for it to bend cannot be determined, but the bend likely caused the filter to stick and following the filter to get damaged during withdrawal. There are adequate controls in place to ensure that the device is manufactured to specifications. It is assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming products exist in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during the procedure, while in the patient, the sheath got bent. The procedure was successfully completed with another device of the same type. Additional information received on 14apr2025 unable to advance the ivc filter through the delivery sheath valve as it got stuck, and the doctor had to pull it out, which ended up bending the filter strut. Had to open a new filter to complete the procedure. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.